Event description:
The customer contact reported the device did not alarm for air in the tubing distal to the device. The device was returned to the biomedical department with a note from the nurse that stated, "pump is delivering air into the patient's port and is not beeping; want to make sure pump is working properly." No specific event details were provided. There were no reports of any adverse patient events or any required medical interventions. There was a reported delay in therapy. No specific details provided. The device was removed from clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.